Event description:
Code was called and defibrillator did not "fire." Another defibrillator was obtained and the pt did not experience any permanent damage as a result. The faulty defibrillation had been tested prior to the incident and after the incident and there was no problem with the way it functioned.